Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Restoration modular stem and body revised. Restoration modular stem subsided.

Manufacturer narrative:
An event regarding subsidence involving a restoration modular stem was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. A review of the provided information by a clinical consultant could not determine a root cause nor confirm the event. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
Restoration modular stem and body revised. Restoration modular stem subsided.